Event description:
"Possible intermittent atrial undersensing on stored egms device appears to be currently functioning as programmed. Representative notified". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).